Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous cephalic vein. The 10.0mm x 40mm, 75cm mustang¿ balloon catheter was used for subclavian vein dilation. The balloon was inflated twice but it ruptured at 14 atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through a 6 french size sheath. An examination of the of the sheath found that it was bunched at the strain relief. An examination of the distal end of the device, found that a complete balloon circumferential tear had occurred at 2mm proximal to the proximal edge of the proximal markerband. An examination of the distal section of the balloon tear found that a longitudinal tear existed along the main body of the balloon. The balloon was fully bonded at the distal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous cephalic vein. The 10.0mm x 40mm, 75cm mustang balloon catheter was used for subclavian vein dilation. The balloon was inflated twice but it ruptured at 14 atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).